Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect c4000 analyzer generated a falsely elevated magnesium result for one patient sample. The analyzer generated an initial magnesium result of 9.7 and repeat magnesium results of 2.0 on the same analyzer and 2.0 on an architect c8000 analyzer. The falsely elevated magnesium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer reported that dispense errors were occurring on the analyzer on the same day the falsely elevated magnesium result was generated. Pipettor calibration failed to resolve the issue. Abbott field service replaced syringes and syringe seals to address the issue. Instrument logs were not available for review. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the system was not identified.